Manufacturer narrative:
Failure event observed during analysis. Final analysis found insulation abrasion consistent with the lead rubbing against another device or features of the heart.

Event description:
This report is to advise of an event observed during analysis.